Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.

Event description:
While performing a laparoscopic hysterectomy, the jaws of the omni broke inside the pt. The surgeon removed the instrument through the trocar and opened another like instrument to finish the case without any harm to the pt.